Event description:
The lens ruptured the posterior capsule while being implanted. The doctor enlarged the incision to remove the lens. A new lens was implanted in the sulcus. Two sutures were placed to close the incision. The pt has acquired 20/20 vision without complication.

Manufacturer narrative:
See MDR 1920664-2009-00380 for the intraocular lens used with this delivery device.